Manufacturer narrative:
(B)(4).

Event description:
The pump was explanted due to several repeated csf leaks in the lumbar spine. Approximately one week after explant, the patient was experiencing withdrawal; the patient had severe itching. The patient was given cipro and valium to help with her withdrawal symptoms. The patient was last seen on (B)(6) 2010 and she was "doing good"; she was not experiencing any pain and was decreasing the dosage of valium. The device system was used to deliver lioresal.